Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer had hypoglycemia. Blood glucose values was 36 mg/dl and current bg value (at time of call) was 126 mg/dl. Troubleshooting was not performed on the low bg. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
Additional information has been received, which not included in the initial report. The received information has been provided in section b5, h6 and in section h10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional event information received: customer's blood glucose value was 411 mg/dl and sugar glucose 36mg/dl. Customer using insulin pump system within 48 hours of reported high blood glucose event and customer using auto mode feature was active at the time of event. Customer also received pump error 38 alert.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged high blood glucoses found on october 15, 2022 unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to appearance of no motor movement or negligible movement. Retries to free a stuck motor failed. During testing. The device passed the sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thump software. In the device history files and traces found no motor movement or negligible movement. Retries to free a stuck motor failed on the event date of october 15, 2022 at 10:33:02.000 or 10:33:02 am. Device was cut open to perform visual inspection and found a gearbox jammed. Components on electric board 1 and lithium battery were broken after visual inspection. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, pillowing keypad overlay, stained keypad overlay, missing display window/cover, battery tube threads - cracked, and corroded battery tube. Unable to verify customer's complaint for high blood lucosegs. No motor movement or negligible movement. Retries to free a stuck motor failed. Was confirmed during testing due to gearbox jammed. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.